Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a use error while connecting to the flo-gard infusion pump. The use error was further described as the patient connected the baxter flo-gard tubing ¿upside down¿ which resulted in 500 ml of blood being siphoned from the patient¿s vein into the bag of lactated ringers. Upon realization, the patient corrected the tubing and infused the contents of the bag (lactated ringers and the patient's blood). On an unknown date, the patient was retrained on proper technique. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: this is a report of use error in which the patient stated they inserted the tubing incorrectly. The patient further stated that the pump door did have a baxter sticker illustrating how to correctly load IV tubing at the time of the event. The device was not returned and an evaluation was not completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The known cause of this issue is use error, inserting the set in the wrong direction. The flo gard operators manual 2m8063 ((B)(4)) section ¿loading the pump¿ states "...ensure that the tubing is loaded straight through the pump mechanism tubing guides and safety clamp. Ensure that the tubing is touching the pumping fingers before closing the pump door." Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The customer who reported the event and confirmed that the pump sticker was present was the homecare infusion company representative. Replace the statement "the patient further stated that the pump door did have a baxter sticker illustrating how to correctly load IV tubing at the time of the event." With "the homecare infusion company representative stated that the pump door did have a baxter sticker illustrating how to correctly load IV tubing at the time of the event."